Manufacturer narrative:
Date received by manufacturer should have been 11/25/2019.

Event description:
A report was received that the patient was having inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein a new lead was added. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: 122230, model/catalog description: phase iii linear lead - 50cm.

Event description:
A report was receved that the patient was having inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein a new lead was added. The patient was reportedly doing well postoperatively.